Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. ¿the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event¿ - because seroma is a physiological event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma (severity 3).

Event description:
Healthcare professional reported right side ¿the patient has fluid accumulation and a possible rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and white particles in the shell. The unit is not rupture. Cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.